Manufacturer narrative:
H10: through follow-up communication livanova learned that the bridges, the fan and other parts have been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause was a circuit board electronic fault. This led to the damage of the safety resistors for the stirrer motor on the distribution board, and consequently on the process board.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. PMA/510k: the heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed two error codes during setup which did not disappeared despite restarting. The affected circuit (cardioplegia or patient) is still unknown and a malfunction of the stirrer motor on the patient circuit cannot be excluded. There was no patient involvement.